Manufacturer narrative:
(B)(6)

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 300's mg/dl (guide) and 100's mg/dl (nano). The customer could not recall the exact blood glucose values. No adverse event reported. The lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.